Event description:
Journal reference: vergani et al. "Bilateral subthalamic deep brain stimulation in a pt with parkinson's disease who had previously undergone thalamotomy and autologous adrenal grafting in the caudate nucleus: case report" neurosurgery: 2006/59/5/1146-1149. This article describes a case of a man who was affected by idiopathic pd since the age of 31. Previous to bilateral stn dbs, the pt received other surgical treatments with some to no improvements. Reportable event: in the first 24 hours the pt experienced an episode of confusion with full recovery on day two.